Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination, as reported by the patient¿s nurse. Plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the peritonitis was caused by a product issue with any fresenius device or product. During additional follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2020 the patient had a pd culture obtained which yielded an elevated white blood cell count of 597. Per the nurse, the patient was treated with ceftazidime 2 grams and vancomycin 1500 mg intra-peritoneal (ip) on an outpatient basis. The patient has reportedly recovered and continues pd therapy with the same cycler without any issues. The nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse reported the event was directly associated with touch contamination. The patient was re-educated on proper infection control procedure during the pd exchange.